Manufacturer narrative:
Please correct this report 2017865-2014-08675. This event was previously reported on MDR 2017865-2014-02098 under the correct serial number (B)(4).

Event description:
It was reported that the lead exhibited noise. The lead remained implanted.

Event description:
New information noted that the patient presented in clinic for follow-up on (B)(6) 2016. Device interrogation revealed multiple episodes of auto mode switch due to continuing atrial lead noise. The patient would continue to be monitored.

Event description:
New information indicated that the atrial lead continue to exhibit noise during follow-up. All lead measurements were in range and stable. The atrial lead would continued to be monitored.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.